Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Rep reported that today they did normal ins replacement. Rep said no issue. Rep reported that when they removed the old ins there was a white substance that looked like a calcium build up on the ins. Rep said the ins was sent to pathology for analysis. No symptom reported. No further patient complications are anticipated, or expected as a result of this event.